Manufacturer narrative:
Additional information was received that the patient's device did not help.

Event description:
A report was received per social media that the patient's device was not working correctly. It was also reported that the patient developed spinal cancer. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that along with explant procedure the t12 bone and huge tumor were removed.

Event description:
A report was received per social media that the patient's device was not working correctly. It was also reported that the patient developed spinal cancer. The patient underwent an explant procedure.

Manufacturer narrative:
Expiration date: ni.

Event description:
A report was received per social media that the patient's device was not working correctly. It was also reported that the patient developed spinal cancer. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the patient's wife believed that the device caused the patent's spinal cancer.

Event description:
A report was received per social media that the patient's device was not working correctly. It was also reported that the patient developed spinal cancer. The patient underwent an explant procedure.